Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered an obstruction while trying to advance the right ventricular (rv) lead in the subclavian vein, and the lead acutely buckled at the rv coil. It was noted that there was visible separation of the coil, and the helix would not function. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/ stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.